Manufacturer narrative:
The pod was received not deployed. No issues were found that would result in a needle mechanism failure as the pod was deactivated after the first priming sequence ended and before the start of the second priming sequence.

Manufacturer narrative:
Added lot number l45840.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that while wearing the pod for between 24 and 36 hours, the needle mechanism did not fully deploy as intended.